Event description:
It was reported that the system would not boot up and produce fluoroscopy. This issue may cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power control card. The system operates intended.